Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a procedure, the coronary diamondback orbital atherectomy device (oad) became stuck in the vessel during treatment of a 75% stenosed lesion in the right coronary artery (rca). The vessel was 3.5mm in diameter. An attempt was made to remove the oad by advancing the guide catheter already in the patient into the lesion, however, the attempt was unsuccessful. A second guiding catheter was inserted, and the lesion was expanded with a balloon. The oad was then able to be removed. The procedure was completed with stenting and no significant delay. The patient condition was good following the procedure.